Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 420 mg/dl. The customer's blood glucose is 150 mg/dl and current blood glucose 161 mg/dl. The customer was treated his high with syringes . Troubleshooting was performed and the customer reports the drive support cap appears normal. The customer also reports insulin exited .they completed self test and also perform displacement test results in no reservoir.the insulin pump will not be returned for analysis.